Event description:
It was reported that patient underwent total knee arthroplasty utilizing signature knee guides on (B)(6), 2011. During the procedure, the tibial cuts made utilizing the tibial guide were in excessive varus. The surgeon further reported that the external rotation was excessive. Traditional instrumentation was available to re-cut the tibia and correct rotation. The procedure was completed; however, a delay greater than thirty minutes occurred as a result.

Manufacturer narrative:
Supplier reviewed internal documentation and confirmed that surgeon approved plan that was used to manufacture the guides. Review of internal documentation found evidence to suggest that the point placement during the planning phase of manufacturing may have caused the excessive external rotation. The tibial guide placing tibia in varus is possibly the result of the surgeon pushing the guide on the medial proximal side of the tibia guide. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(6), 2011.